Manufacturer narrative:
This supplemental report is being submitted to retract the initial medwatch report. It was initially reported that the valve presents early valve degeneration, and was scheduled for intervention. However, per medical records review, approximately 6 months post implant, the valve presented mild regurgitation, thickening of the prosthetic valve leaflets, and the anterior leaflet did not fold satisfactorily along the stent appearing stiff. Medication was given to the patient (xarelto) and there were no plans for reintervention. CT report confirmed halt and leaflet motion restricted-in patient. Thickening of valve leaflets and leaflet motion restriction is a recognized complication in prosthetic valves. The patient can be treated medically (initiation of vitamin k antagonist, etc.), the event is not reportable.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards belgium affiliate, approximately 6 months post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve presented mild regurgitation due to thickening of the prosthetic valve leaflets. The anterior leaflet was observed to 'not fold' along the stent as they appeared stiff. Medication was given to the patient and the patient is scheduled for a valve in valve procedure at a later date. Per medical records review, post operative mean gradient was 18 mmhg, and the peak gradient was 32 mmhg with no regurgitation. Approximately 6 months later, the mean gradient was 29 mmhg and peak gradient was 48 mmhg with mild regurgitation. Readings 4 months later were mean gradient of 41 mmhg and peak gradient of 72 mmhg.